Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2005 the pt underwent stenting of the mid lad with a xience v stent. In 2009, the pt experienced fatigue. The pt was hospitalized and functional stress test was positive. Diagnostic coronary angiography revealed 70% instent restenosis of the distal mid lad stent. This was treated via balloon angioplasty and implantation of a cypher des. The event resolved the following day. There is no add'l info available.

Manufacturer narrative:
(Fatigue).